Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bariatric bypass surgery, a small plastic tip from the loading unit of the device broke at the end of the procedure while the device was being used to close incisions. The components fell into the patient's cavity and were all found and retrieved. To resolve the issue, a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation and three represen tatives instrument were returned than was originally reported. Visual inspection noted that the e-piece was disengaged from the device. There was evidence of weld on the device. The distal end of the shaft was broken and unable to be loaded. The cartridge was returned disengaged and staple was observed to be protruding from the jaw. Functional testing could not be performed due to excessive damage. It was reported that a small plastic tip from the loading unit of the device broke at the end. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of excessive manipulation of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the stapler should not be reloaded more than four (4) times during a single endoscopic procedure. If the instrument is reloaded more than four (4) times, staples may not form properly. Improperly formed staples may compromise the integrity of the staple closure which may result in leakage or disruption. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.